Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the patient had (B)(6) and sepsis. This right ventricular (rv) lead had distal coil still left in right ventricle (rv) after extraction procedure. Attempts to obtain additional information but were unsuccessful. The product was surgically abandoned. There were no additional adverse patient effects reported.